Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 7:30 am. The patient´s husband found the patient unresponsive. There were no symptoms reported before she lost consciousness. During this time, cgm was a reading of 400 mg/dl, and the bg reading was low (confirmed only when the rescue squad arrive, no bgm taken at this time. The husband administered insulin (long-acting), believing she was experiencing hyperglycemia. Immediately after giving the insulin, he called emergency medical services (ems). When the rescue squad arrived, they performed a bgm, which was 46 mg/dl while cgm continued to read 400 mg/dl. Ems initiated treatment with IV sugar water. She was then transported to the hospital. Upon arrival at the hospital, the patient was partially unconscious for several hours as her blood glucose stabilized (no bg values reported). No additional medications mentioned. She was admitted and remained hospitalized for 3 days for monitoring and recovery. The patient was discharged tuesday (B)(6) 2025. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When ems arrived, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.